Event description:
The customer observed a falsely elevated result with a patient sample with atellica im total hcg lot 338. The result was reported to the physician and the physician questioned the initial result. The sample was rerun on the atellica im and on an alternate platform. The repeat testing on the atellica im and the alternate platform yielded lower results. There are no known reports of patient intervention or adverse health consequences due to the discordant, total hcg, results.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the customer care center (ccc) and reported a falsely elevated result with a patient sample with atellica im total hcg lot 338. The physician questioned the initial result, and the sample was rerun on the atellica im. The sample was also run on an alternate platform. The repeat result on the atellica im and the alternate platform yielded lower results. Qc was in range at the time of testing. The limitations section of the instructions for use (IFU) states the following: "all in vitro assays can generate erroneous results, both clinically false positive results (test results suggesting a condition that is absent) and clinically false negative results (test results failing to identify a condition that is present). There are many possible causes for these types of discordant results. Erroneous results may occur due to interference from identifiable serum constituents or patient-specific serum constituents." "If an aberrant or abnormal result, as defined by the laboratory protocol, occurs, laboratory personnel should first make certain that the system is performing and is operated and maintained in accordance with the product labeling. The user should then follow the laboratory protocol for advising the clinician of a result that appears to have deviated from the norms established by the laboratory. Test results alone are not diagnoses of medical conditions. For example, low titer elevations of hcg can occur in normal non-pregnant subjects. A physician's diagnosis involves evaluation of the test result in conjunction with, and in the context of, the patient's medical history, physical examination, and other test results sometimes in consultation with other medical experts." Siemens is investigating.

Manufacturer narrative:
Initial MDR 1219913-2022-00186 was filed on 1-july-2022 additional information: 19-july- 2022. An outside of the united states (ous) customer contacted the customer care center (ccc) and reported an initial, falsely elevated, non-reproducible total hcg (thcg) result for a patient using the atellica im 1600. The initial result was 485.526 iu/l which was higher than expected and questioned by the physician. The same sample was repeated on atellica im with a result of 0.939 iu/l and on an alternate method with a result of 0.4 iu/l. Biorad immunoassay plus qc lot 85300 showed a slight negative bias but was in range at time of testing. No sample is available for further testing by siemens. Instrument sample and reagent trace files were requested for this investigation but were not received. Siemens cannot definitively determine the cause of this discrepant result. Contributing factors such as preanalytical variables and/or sample handling cannot be ruled out. Quality control was in range and no issues were noted with other patient samples, indicating that the instrument and reagents were performing acceptably. Repeat of the same sample yielded expected results. The customer continues to report results on the atellica im thcg assay without further concern. A potential product performance issue has not been identified. The customer is operational. No further action is needed. In section h6, investigation finding, and investigation conclusion codes were updated based on additional information.